Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a piece of cartridge septum in the fill syringe. The user would load a new cartridge and would resume insulin delivery. There was no impact to the user's blood glucose level.